Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. It was reported that during a follow-up CT approximately 12.5 years post index procedure, it was noted that the aneurx stent graft had migrated from its original position, leading to a type ia endoleak. A secondary evar was performed. A 32/32/49 endurant cuff was implanted as a proximal extension to the level of the patient¿s lowest renal artery. Sufficient seal was achieved, and the post procedure angiogram confirmed that the type ia endoleak was resolved. The physician stated the cause of the event was due to disease progression. No additional clinical sequelae were reported and the pa tient is fine.

Manufacturer narrative:
Film evaluation summary; the exact cause of the stent graft migration leading to the proximal type I endoleak could not be determined from the limited films provided. The anatomy at implant is unknown, and earlier post-implant films were not provided for comparison. Two (2) still angiograms revealed that an aneurx bifurcate was positioned ~20mm below the left renal artery within the ~60 deg angulated neck, and there was a likely proximal type I endoleak. The neck diameter just below the renals measured 24mm, and 20mm below the renals near the aneurx proximal margin was aneurysmal measuring ~36mm. An endurant aortic cuff was then seen having been implanted just below the left renal artery, bridging the gap to the aneurx, and likely resolving the previously seen proximal type I endoleak. It appears likely that disease progression (neck dilatation) as well as possible morphology changes (neck angulation) likely contributed to the migration. If information is provided in the future, a supplemental report will be issued.